Event description:
A customer reported that the battery of their device was depleting too quickly. There was no reported impact on the customer¿s blood glucose level. The device was scheduled for return, and a replacement pump was issued with the serial number (B)(6). No additional information was provided.